Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that they were having problems with one of their wands. He indicated that the wand would not bring up any info upon interrogation. They were having interrogation problems. Troubleshooting steps were performed on the wand but it did not resolve the issue. They used another wand that they had in their office and they could successfully make that work. New wand was shipped to the site and the old wand was returned to manufacturer and is currently undergoing product analysis.